Event description:
It was reported that during a post operation check, atrial lead exhibited no sensing and no capture. Review of chest x ray and discussion with radiologist confirmed atrial lead dislodgement. Physician decided not to reposition the atrial lead. Device was reprogrammed. Patient was asymptomatic and was in good condition.